Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor also, unable to confirm compromised force sensor system alarm due to motor error alarm. Pump passed displacement test, self-test and excessive no delivery alarm error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 272 mg/dl. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer stated that they are unable to exit the preparing to prime loop. Customer stated she has been stuck in rewind complete/bolus delivery loop. Customer was advised that the pump will need to be replaced. Customer insulin pump will be replaced with cot.